Event description:
A bipap pro biflex device was returned to a service center with no initial alleged complaint. There was no report of serious or permanent harm or injury, and no medical intervention was reported. During evaluation at the service center, the device was visually inspected and visible foam particles were observed. The service technician also noted extreme dirt contamination and moisture contamination. Review of the device data identified unrelated error codes. These error codes were determined to be consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. Following completion of the evaluation, the device was scrapped by the service center. There was no reported patient involvement, injury, or adverse clinical outcome associated with this event. Based on the identification of visible foam particles during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.